Manufacturer narrative:
H.3. Device evaluation: the aquabeam handpiece was not returned for investigation despite multiple attempts to retrieve it. Thus, the root cause remains undeterminable due to the inability to investigate the device. The aquabeam robotic system's treatment logs file was reviewed, which confirmed the occurrence of e22- motorpack error and e23 - motorpack error messages during aquablation therapy. A review of the device history record (DHR) for the ab2000/serial number (B)(6)/ and aquabeam handpiece/ lot number 23c01479 was conducted, which confirmed that there were no non-conformances, failures, discrepancies, or missed steps during the manufacturing process that could be related to the reported event. The review indicated that the device met all design and manufacturing specifications when released for distribution. The aquabeam robotic system user manual, um0104 rev. G, states the following: table 5: system detected errors and faults e22 - motorpack error release foot pedal and click x. 1) if error persists, reconnect handpiece to motorpack. 2) if error continues, replace handpiece submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.

Event description:
N/a.

Event description:
A male patient underwent an aquablation therapy for symptomatic benign prostatic hyperplasia (bph). Procept biorobotics corporation became aware that during the setup of the aquablation therapy, the aquabeam robotic system generated an "e22 - motorpack error", which could not be cleared. Multiple troubleshooting steps were taken to resolve the issue, including replacing the aquabeam handpiece without success. As a result, the decision was made to discontinue the aquablation therapy and convert to transurethral resection of the prostate (turp). There were no adverse health consequences to the patient due to this event.

Manufacturer narrative:
H.6 adverse event problem: root cause of reported event has not yet been established. Investigation by manufacturer is currently in-process. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.